Manufacturer narrative:
(B)(4). The lot 13f030 was manufactured june 10, 2013 - june 11, 2013. One used sample was received for evaluation. No defect was observed in the solution of the reservoir during visual inspection and microscopic inspection. Only tiny white striated marks of antioxidants, a component of the reservoir material, were observed on the outer surface of the inflated bladder. Antioxidant is not a particulate matter and was not found in the solution in the reservoir. The device was working within specification. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported that particles were found in the in the reservoir of a low volume (B)(4) folfusor filled with fluorouracil. The reported condition occurred during storage. There is no report of patient involvement. No additional information is available.